Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. No unexpected failed batt test alarms noted during testing. Unit received with vertical multicolored lines on display due to corrosion on electronic board stack. Unit failed selftest due to display anomaly. Corrosion in battery tube. Corrosion on force sensor assembly (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had corrosive battery. Customer reported failed battery alarm no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.